Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised speed lights on joystick are scrolling back and forth. Dealer advised enduser stated chair would speed up on its own.